Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-31933, related manufacturer reference number: 1627487-2020-31935. It was reported that patient was experiencing ineffective stimulation, it is unknown when this began for the patient. Patient underwent surgery on (B)(6) 2019 wherein their system was explanted. Patient is stable.